Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal did not seal properly. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the seal test successfully. There was no physical damage observed during testing. There was an e-100 recoverable error but not the instruments. No product issue was identified.

Event description:
Refer to h11 for follow-up information.